Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak under the reagent carousel in the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The operator was wearing a laboratory coat and gloves at the time the leak was discovered. No injuries were sustained by any lab personnel. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to inspect the system. The fse noted that the solenoid valve was functioning properly during the priming stage; however, the valve failed during regular processing. Leak was originated from the probe b. The fse removed and replaced the valve (p/n (B)(4)). Failure mode: valve failure (p/n (B)(4)). (B)(4).